Event description:
It was reported that a intellanav mifi open-irrigated catheter was used in a ventricular tachycardia ablation procedure. During the procedure it was noted that a temperature out of range error appeared on the maestro generator. Upon investigation of the catheter, the side tubing port to the catheter was leaking and filled with blood. The procedure was completed with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.